Manufacturer narrative:
Analysis found that the device had a cracked housing. The standoffs, chain and bumpers were missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the case was broken during testing. There was no patient involvement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was defective. There was no known patient impact reported.